Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: what is the surgeon¿s experience with this stratafix suture? Yes. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Age: unk, gender: unk, weight: unk, bmi: unk. Date of index surgical procedure? Unk. On what tissue was the suture used? Closure of abdominal wall following open surgery for ileus. What was the tissue condition (normal, thin, calcified, fragile, diseased)? No special condition was reported. Please describe any medical/surgical intervention required for this suture event including dates and results. The infected area was treated bedside by removing only the surrounding stratafix sutures and draining the pus. No major surgical intervention was performed. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Can you describe the appearance of the stratafix suture during second procedure, if applicable? Unk. Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Deep surgical site infection (ssi) was observed postoperatively, with localized pus accumulation. Please provide the onset date/time of infection from the initial surgical procedure. Unk were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Not reported. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Unk. Were cultures performed? If so, please provide the results. Unk. How much and what type of drainage is present in this wound? Pus was present in the wound area; amount and type not specified. Were any pre-op cleansing procedures changed recently? If yes, please describe - unk. Other relevant patient history/concomitant medications? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? The physician considers the emergency nature of the case as a possible contributing factor. What is the patient's current status? No issues reported following drainage and suture removal. Lot number? Unk. Surgeon¿s name? Unk.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: -regarding this event, the suture was removed and the pus was drained. -there have been no problems with the patient's condition since then. -the doctor believes that one of the factors may have been that it was an emergency case. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the surgeon¿s experience with this stratafix suture? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Can you describe the appearance of the stratafix suture during second procedure, if applicable? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Please provide the onset date/time of infection from the initial surgical procedure. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Were any pre-op cleansing procedures changed recently? If yes, please describe other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Surgeon¿s name?

Event description:
It was reported that a patient underwent an emergency open ileus surgery on an unknown date and barbed suture was used for wound closure. After the surgery, a deep ssi (surgical site infection) was found, and it was confirmed that the pus was filled. The procedure was performed at the bedside, so no major treatment was performed, and the procedure was completed by removing only the barbed suture around the pus and the pus was drained. There have been no problems with the patient's condition since then. The doctor opines that one of the factors may have been that it was an emergency case. Additional information was requested.